Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for treatment but could not pass through the lesion. However, during the procedure, it was noticed that due to severe calcification, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition.